Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disease gallbladder and dermoid cyst. Concomitant products included clonazepam (klonopin), escitalopram oxalate (lexapro), estradiol (estrace), lisinopril, metoprolol tartrate (lopressor) and oral contraceptive nos. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced arthralgia ("hip pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, arthralgia, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event injury nos is replaced with pelvic pain . Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, back pain, abdominal pain upper, arthralgia. Events onset date, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.